Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic bronchoscopy the seal ring of the biopsy valve was damaged and fell off into the patient's trachea. The device was retrieved using forceps which resulted in a surgical delay less than 30 minutes. The procedure was completing using a back up device and there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned and the reported failure was confirmed. The most probable cause of the complaint is due to component failure. Olympus will continue to monitor field performance for this device.